Event description:
The customer called and reported the insulin pump screen went blank and customer received a failed battery test. The customer's blood glucose was above 300 mg/dl. Customer declined to troubleshoot, but was advised the failed battery test alarm would recur with each battery inserted if not cleared. The customer also received a battery out limit alarm, after the batteries were out of the pump greater than duration allowed by pump. Customer was advised to have a backup plan and stated she would call back for further troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.